Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The event was considered a sudden change in therapy/symptoms. Hcp said they are trying to help the patient increase stimulation intensity and needed assistance; the caller said the patient stopped feeling stimulation on (B)(6) 2018 right after they did the placement. The caller had the patient programmer (pp) at the time of the call and synced to the ins which showed stimulation was off. The patient has the ability to change programs and/or adjust stimulation so it was turned on. The caller said after stimulation was turned back on and increased to 0.9v, the patient reported feeling stimulation in the "poop area." The patient felt stimulation in the correct area and the issue was reported resolved. It was reviewed that the patient should consider completing voiding diary to track progression/therapeutic response. Troubleshooting resolved reported issue. No further patient complications have been reported as a result of this event.